Event description:
It was reported that during intra-aortic balloon (iab) therapy, the waveform appeared dampened and very erratic. Systolic and diastolic pressures read the same (160s/160s) and the iab pressure waveform was normal in appearance. The customer was advised to disconnect and reconnect the fiber optic cable and calibrate. This did not relieve the issue. They were then walked through steps to connect to a separate arterial line and disconnect the fiber optic cable. A good waveform was present, they were able to zero the transducer, and resume pumping. The issue was resolved. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period jan-20 through dec-21 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint #(B)(4).